Manufacturer narrative:
(B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -11.5/+1.0/103 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) in 2019. It was reported the patient has refractive surprise and "patient has been punched in the eye". Lens remains implanted. The cause of the event was reported as unknown.